Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for routine follow-up. Several episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing were noted. Programming changes were made. Dft testing was recommended.